Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tip was discolored and chipped on the plastic. There was no report of patient involvement.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found in the middle of the yaw pulley. The instrument grips were manually manipulated, and the instrument passed electrical continuity test in 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found during reprocessing and reported by a sterile processing department (spd) technician not during a case. There were no issues such as arcing or injury to patient.

Event description:
Refer to h11 for follow-up information.